Manufacturer narrative:
The root cause for the intraoperative issues was determined to be that the edges of the suture holes were too sharp for the sutures and caused them to rupture when the surgeon pulled against them with too much force. This issue was due to the design of the components as the specification for the implant was ambiguous and did not specify how rounded the edges of the suture holes should be. The manufacturing of the implant was not a contributing factor as the implants were within the given design specification. The root cause of this issue was further investigated in a CAPA.

Event description:
A patient underwent a surgery on (B)(6) 2021 performed by dr. Fabbri to place eleos components for a patient who had the proximal end of his tibia resected. A proximal tibia implant was placed during the surgery. When the surgeon attempted to place sutures through the suture holes of the implant for fixation of soft tissue, the edges of the suture holes of the implant were causing the sutures to rupture when the surgeon tightened them to tie the ends together. The surgeon first used a ethibond 5/0 suture, but they ruptured. The surgeon then switched to a ethibond 1 suture, but they also ruptured. The surgeon wrapped the sutures around and tied the ends together on the posterior side of the implant. This allowed for the sutures to not be pulled back against the sharp edge of the suture holes on the implant. The sales representative stated that the sutures rupturing added approximately 20 minutes to the surgery time. He also stated that the surgeon determined that tying the sutures behind the implant would be sufficient for the patient and that no revision surgery would be required at this time.